Manufacturer narrative:
This supplemental report is being submitted to provide additional information and a correction. Updated field: h4, g3. Corrected field: d2a.

Event description:
It was reported that rigid video scope had presence of a dark halo. There was no report of patient harm.

Event description:
It was reported that rigid video scope had presence of a dark halo. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coverglass of charged coupled device (r-unit) section is broken, incorrect pixelshift. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the image problem was due to broken coverglass and broken charged coupled device (r-unit) which are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.